Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician suspected rv lead damage, although it was not confirmed. Abbott technical support was contacted and confirmed the event. The patient was in stable condition and will continue to be monitored.